Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed, the video provided shows a deployed filter in the inferior vena cava. The filter is tilted to the left. The filter appears deployed with the legs expanded to the limits of the vena cava wall as demonstrated when contrast is injected from a catheter placed from the femoral vein. There appears to be a sheath marker in the top of the image. The arms of the filter do not appear to be fully expanded. Based on the video review, the investigation is confirmed for the reported expansion failure as the arms of the filter do not appear to be fully expanded. A definitive root cause for the reported expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3: h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in jugular vein using a denali filter. During the procedure, the filter arms were tangled together, preventing normal deployment. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in jugular vein using a denali filter. During the procedure, the filter arms were tangled together, preventing normal deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.